Manufacturer narrative:
Per medical assessment although it was not specifically stated, the report of ¿patient¿s blood was being pulled into the tubing by the pump¿ combined with the reported increase in size of the container of the blood products indicate that blood loss occurred. The patient required a blood transfusion, which is usually to replace blood cells or blood products lost through severe bleeding, during surgery when blood loss occurs or to increase the blood count in an anemic patient, or in blood disorders (exact indication for transfusion in this report is unknown at this point in time). Due to the inadvertent reversal in direction of flow, the patient had blood loss instead of the intended blood replacement. While exact circumstances that followed this blood loss are unclear, blood loss occurring in a patient that requires a transfusion represents a life-threatening situation and will be assessed as serious injury. The report further states that the patient passed away following the incident, (time interval between the incident and the patient's death unclear). There was no indication that the pump malfunctioned although the reported incorrect loading orientation of the set represents a device use error. The spectrum iq pump shows a label instructing the direction of flow on the side of the tubing channel. This label is visible to the operator of the pump and is intended to assist the user in determining the direction of fluid flow from the medication container to the patient. The fluid direction is controlled by the pumping mechanism when the door is closed, and the pump is in the infusion mode (running). Use errors and proper user instructions are addressed in spectrums ¿operator's manual¿, which is shipped with every spectrum device. The user manual provides an illustration of the direction of flow label in addition to a warning that backflow may occur if the set is not loaded correctly. Furthermore, by standard design of all volumetric infusion pumps, the administration sets, and by general infusion practices, top-to-bottom setup in the direction of gravity is dictated. By review of all circumstantial information currently available, device use error of the spectrum iq pump (loading the set in the opposing direction) has possibly caused or contributed to blood loss in the patient. While the evidence is unclear if the blood loss was a contributory factor in the patient¿s death, it cannot be ruled out. Further investigation is ongoing. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a reverse set load and was pulling blood from the patient. The head nurse of the intensive care unit (ICU) reported that during the night, blood products were being administered to a patient via the spectrum iq pump. When a nurse on duty visited the patient¿s bedside, it was observed that the transfusion container had allegedly become inflated (¿the container increased in size¿). Apparently, this was attributable to reverse flow where the patient's blood had been drawn into the container. This was allegedly due to incorrect loading of the tubing. The tubing was inspected and found to be loaded into the infusion pump from the bottom up instead of top down, hence pulling blood from the patient instead of infusing the blood product to the patient. It was reported that no immediate effect was noticed however the patient eventually died. The death was not suspected to be related to the incident. It is not known how long the incorrect intravenous (IV) tubing set up was in place before it was noticed or the time period between the reported event and the patient death. No additional information is available.